Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported they started feeling pain gradually over a year ago when they were doing water aerobics, but in the last two months it had gotten worse and she had sores/lesions across the right shoulder. The day prior she spent the whole day in pain. The patient noticed she would like to have stimulation working on the left hand side and turn off the right side of her neck and shoulder where she was having increased pain to see if the sore/lesions went away while she waiting for her paperwork to go through at the hospital. According to the patient they couldn't get in to see their doctor until (B)(6) and they were waiting for a referral to another hospital. The patient was looking for someone to do an impedance check because they stated three or four out of the eight leads were broken. The manufacturer's representative (rep) clarified what the patient said about her three or four leads were broken, meaning that 0-3 worked okay but leads 4-7 were actually out of range. When asked if the leads were physically broken the rep. Stated at this point they didn't know for sure and the patient would follow-up with their healthcare provider (hcp).

Event description:
It was reported that there was a loss of therapeutic effect. The hcp replaced her ins two years prior to the report then the hcp discovered that three of the electrodes stopped functioning. They have been able to program around it. The patient¿s device was implanted cervically, in her neck. The patient mentioned that her stimulation stopped working. The stimulator worked fine the night prior to the report, and the patient always turned it off for the night. She turned it off the night prior to the report and when she woke up the morning of the report to swim she forgot to turn it on at home. She turned stimulation on at the gym and noticed she felt no stimulation in her entire left shoulder and the left side of her neck, which was her primary area for her stimulator to control pain. She felt tiny stimulation under, below her triceps and on her left arm coming out of her armpit, and she had to turn her head almost all the way back behind her left shoulder to get any stimulation. She also felt stimulation in her right arm. The patient¿s right arm was the lesser pain control side, it did not work well, and her left side was the one that blocked most of her pain and gave her mobility. The day of the report was the first time it happened that simulation was missing in the most crucial area, and it was an alarming change. The patient didn¿t have any falls or traumas. She swam for an hour at the gym the day prior to the report and exercised which she did on nearly a daily basis. Stimulation was fine the night prior to the report. She saw a normal screen on the patient programmer when she turned it on the morning of the report, voltage was 1.10 volts. She never changed any programs of voltage since the ins was replaced. She was wondering if she accidentally bumped a button on the programmer and changed a program. The patient did not think it was her patient programmer, she had changed the patient programmer batteries, and was wondering it might be related to the leads in her neck. The patient called her hcp the day of the report, and noted she didn¿t have medical insurance, had limited access to a car, and borrowed her ex-husbands car. Even through the patient could make it through the weekend, she would like to have someone evaluate her and repair. She wanted engineers to do impedance checks, check her leads, and also check her programmer and restore them in case they were lost. The patient did not need narcotic support anymore. It was suggested that the patient needed to be evaluated by the hcp. Recently the patient met with the manufacturer representative for programming again and if it didn¿t work, she may need a revision. It was reported that three of her leads weren¿t working and she was programmed the day of the report to target what could be targeted. The patient noted three leads weren¿t working, but information reasonably suggests that it was three electrodes not working. The patient¿s status was unknown. Additional information regarding cause of event and patient outcome have been requested which was not reported regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# la5587, implanted: (B)(6) 2002, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 74002, lot# n203599, implanted: (B)(6) 2012, product type: adapter. Product ID: 3998, lot# la5587, implanted: (B)(6) 2002, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. (B)(4).